Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/16/2023, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle broke in the patient, and the fragments could not be retrieved. This was discovered during a procedure on (B)(6) 2023. Additional information received on 6/16/2023: four arthrex fibertape sutures were then passed through the rotator cuff tear and shuttled out the anterior portal. During the passage of the most posterior suture, the tip of the scorpion needle fractured off. It was identified medially, and a diagnostic visualization of the subacromial space and glenohumeral space proceeded. There was no evidence of a foreign body in these tissues, as it was lodged into the rotator cuff tendon. The rotator cuff repair was completed through the subacromial space, where the rotator cuff was advanced laterally and secured with two 4.5 mm peek swivelock suture anchors. This was discovered during a right shoulder rcr, labral debridement and long head bicep debridement.